Event description:
A talent stent graft device was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 16 months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient presented emergently with a ruptured aneurysm due to an unknown endoleak. The physician elected to perform and open surgical repair; however, the following day, the patient expired due to multiple organ failure. No further information is available for this case.

Manufacturer narrative:
(B) (4): evaluation results: (death, endoleak), (no further information is available for this case).